Manufacturer narrative:
The following field had been updated with additional information: h6. Correction: g2. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 4-1, pocket b0 failed and was not recoverable. A field service engineer (fse) confirmed that the device required maintenance after each recovery attempt, specifically affecting physical pockets in positions b1, b5, and b6. The fse utilized the hardware test application to eject all pockets from the drawer and receded all row ribbon cables for each tray, but the issue persisted. The issue was determined to be database-related and would require intervention from customer support center (csc) to resolve. Follow-ups were made to csc for the resolution, but no response was received. The fse checked the station, confirmed the issue persisted and advised to follow the knowledge article, ¿bogus cubie ¿ pocket out of range¿ for resolution. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es cubie was failed to open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.